Event description:
A registered nurse reported that an ophthalmic surgeon indicated the cannulas were leaking fluid when he initially entered the eye during a procedure. There is no known patient harm. Additional information was requested but has not been received to date.

Manufacturer narrative:
One opened 25 gauge trocar hub/cannula on a vent in a specimen cup was received for the report of leaking cannulas. The returned sample was visually inspected and it was found to be nonconforming. It was found to have a septum, with a slit that remained open. The final customer lot was identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates thirty-three complaints were associated with the components of the reported lot. The visual condition of the valve (slit open) was consistent with root cause investigation. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint reported lot includes affected manufacturing lots. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).